Event description:
In 2010, I had the essure procedure done and ever since I've had severe side affects which include: intense cramping, extreme weight gain, heavy bleeding, anxiety, depression, hair loss and intense backaches and headaches. It has been a horrific experience for the safety and well being of other women this product should be taken off the market as soon as possible. This has basically ruined my life. Due to the heavy bleeding I've experienced I became a chronic anemic and had to get two blood transfusions and now need a hysterectomy. This product is horrible. Chronic anemia due to heavy bleeding because of the essure implants. Currently taking naproxen for cramping and backache. Also taking very high doses of iron for anemia.